Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was experienced resistance with multiple cartridges when attempting to fill the cartridges with more than 200 units of insulin. The cartridge was changed to resolve the issue. Customer¿s blood glucose was 365 mg/dl.